Event description:
Complainant alleged that while attempting to shock a pt the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was an adverse effect to the pt due to the reported malfunction.